Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon bootup, the system displayed the medtronic logo on the bottom of the screen and the system indicated that it detected an issue during start-up. They reported another screen displayed and appeared black with a watchdog error. They rebooted the system and the issue was resolved. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735764, lot number: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.